Event description:
It was reported the patient lost stimulation sensation. The loss of efficacy occurred following a fall. The patient's condition worsened over the course of the week. The patient had multiple falls during the week. It was also reported the patient had an infection. The site of the infection and device relationship was unknown at the time of the report. The patient had been in to see their physician in the last week. Additional info received indicated around 12/23/08, it was noted, following a fall, the patient had some drainage at the old incision site. Neurosurgery evaluated the wound and antibiotics and betadine dressing changes were ordered. Since that time the incision has been doing fine. The device was reprogrammed in early the same month, and no further changes have been needed. The hcp stated the patient's falls were unrelated to the device system. The patient had balance issues and falls prior to the device being implanted due to her diagnosis of pd (parkinson's disease). See MFR report #3004209178200900547.

Event description:
It was reported the device was removed in (B)(6) 2009 due to infection.